Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer received box on (B)(6) 2021 and foley catheter was used that caused burning sensations as well as urinary tract infections. It was also stated that someone they spoke with speculated that proper protocols were not followed for the catheter and they still having ongoing issues that require them seeing doctors as a result of the problems caused by the catheter. Customer stated was provided complaint (B)(4) but was transferred back and forth so it was presumed that complaint had not actually been entered yet. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "materials of construction are not biocompatible". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single use only. Do not reuse. Do not resterilize. For urological use only". Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations". Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer received box on october 2021 and foley catheter was used that caused burning sensations as well as urinary tract infections. It was also stated that someone they spoke with speculated that proper protocols were not followed for the catheter and they still having ongoing issues that require them seeing doctors as a result of the problems caused by the catheter. Customer stated was provided complaint (B)(4) but was transferred back and forth so it was presumed that complaint had not actually been entered yet. It was unknown what medical intervention was provided.